Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified high glucose reading on the abbott diabetes care (adc) device. The customer experienced sweating, gasping, and was unable to self-treat. An ambulance was called and upon arriving, first responders administered intravenous glucose to the customer for treatment. There was no report of death or permanent impairment associated with this event.